Event description:
All 8 eagle screws backed out of the swift bushingless plate. Two superior screws backed out 4-8 mm, the other 2mm. Surgeon will likely remove the plate and screws, but no action has been taken at this time.